Event description:
On 01-JUL-2026 it was reported that on (b)(6) 2026, the user experienced hypoglycemia with blood glucose (BG) levels of 30 mg/dL resulting in a seizure. The user's caregiver administered glucagon, after which the user resumed iLet therapy. No hospitalization, emergency medical services, or long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in a seizure while on iLet therapy. Severe hypoglycemia with seizure is consistent with acute neurologic impairment requiring immediate intervention. Review of available information identified that the user experienced tremors and shakiness and attempted to treat the hypoglycemia with food before the user's caregiver administered glucagon. The user paused and disconnected the iLet during the event and resumed therapy after blood glucose values stabilized. Engineering review of the available device history identified no malfunction alerts, no motor errors indicating inaccurate dosing relative to delivery requests, and confirmed the iLet behaved as intended. Based on the available information, no device malfunction was identified, and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.